Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart xl+ indicating that smart pads were broken. There was reportedly no patient involvement. The reported problem was the malfunction of the smart pads. The field service engineer (fse) diagnosed the issue by first attempting to restart the equipment and thoroughly inspecting it through visual inspection and functional testing. After the investigation, it was determined that the smart pads had indeed failed, confirming the initial report. To resolve the issue, the fse replaced the malfunctioning smart pads, which led to the service repair and restored the device to full functionality. Based on the information available and the testing conducted, the reported problem was confirmed to be a failure of the smart pads. Based on the information available and results of additional analysis further action has been initiated. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. After the repairs were completed, the device became operational again, and the issue was resolved by the field service engineer who replaced the smart pads, restoring the device to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.